Event description:
Third party service agent contacted stryker to report that their customer's device did not deliver defibrillation energy during a patient event. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Third party service agent evaluated the customer's device and verified the reported issue. The device was requested to be returned to stryker for a further evaluation. The customer will receive a replacement device. Stryker contacted the customer to request additional information on the patient: however, no response was received. Patient fields in which information is not provided were intentionally left blank.

Manufacturer narrative:
Stryker further evaluated the customer's device and verified the reported issue. It was confirmed in the review of the device electronic records that the device prompted the user to press the flashing button, but the device timed out because the shock button was not pressed. The root cause of the reported issue of shock button not responding is damage to resistor, r488. The device archived by stryker. The customer received a replacement device.

Event description:
Third party service agent contacted stryker to report that their customer's devoice did not deliver defibrillation energy during a patient event. There were no reports of adverse effects to the patient as a result of the reported issue.